Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable end came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 13mar2020. An investigation was conducted on 18mar2020. Signs of clinical use and no evidence of blood was observed. One of the connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The detached connector collar was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord¿ was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable end came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.